Manufacturer narrative:
The device was received for evaluation. The device was received for evaluation. During functional testing, ¿failed ds occ test" was not reproduced. Downstream occlusion testing was run at flow line with passing results. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream occlusion during unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.